Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer reported that they woke up with a high blood glucose and the insulin pump was off without warning him. They had to go through 4 batteries before the insulin pump would turn back on. Then yesterday afternoon the insulin pump alarmed a low battery after 30 hours and they had to go through a whole pack of new batteries but it would not come back on. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was performed. The customer did not have a new battery to test with the insulin pump. The customer stated that they got the insulin pump to turn back on and they did a correction bolus through the insulin pump to treat the high blood glucose. The device will not be returned for analysis.